Event description:
It was reported that pump experienced malfunction alarm with code that caller was able to reset. There was no adverse impact to the customer's blood glucose level. The customer reported that they performed pump reset themselves and was able to use pump again.